Event description:
The hearing aid (h/a) user came into the dispenser's office on two occasions and complained that the belfit ring came off in her ear. The dispenser was able to remove it both times. There was no further injury: no redness, swelling or drainage.